Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a scheduled follow-up. The pacemaker exhibited myopotential oversensing resulting in inappropriate high ventricular rate. Review of remote transmissions noted that the right ventricular lead exhibited episodes that appeared to be of varying amplitude, likely due to the device settings. No intervention was performed. The patient was noted as stable and would continue to be monitored.